Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic two weeks post generator change and the right ventricular (rv) lead showed high impedance. The physician opted to open the device pocket and discovered that the rv pacing "leg" needed to be reinserted into the header lead. The lead remains in use. No patient complications have been reported as a result of this event.